Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. As received, the battery pack was unable to charge. Upon evaluation, the nickel busbar tabs at the p1 and p2 pads were loose. The cause of the non-functional battery pack is the loose busbar pads. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient was experiencing battery faults.